Manufacturer narrative:
. E1: establishment name: the second affiliated (B)(6) hospital. E1: address: (B)(6). E1: telephone number: requested, unknown e3: occupation: unknown healthcare professional. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and in rear lock position. The internal components were returned fully deployed. The anchor and collagen were not tamped. The temperature dot on the header bag was returned triggered.; the angio-seal device was returned for evaluation. The device was returned in rear lock position with the anchor, collagen, and tamper tube fully deployed. The anchor and collagen were not tamped. The device may have been pulled out of the patient during device deployment. The cause of the event could not be identified based on the available information. As a result, the complaint was confirmed for a partial deployment pullout. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following information: it was reported that during the pre-operative preparation, the vascular closure device could not be used due to the detachment of the bypass tube.